Event description:
Rn was attempting to change dressing that had become nonocclusive. While removing steri strip from top of tegaderm, catheter was severed. She did not notice any leaking fluid from catheter prior to beginning dressing change. She could not confirm whether her finger nail might have come in contact with catheter, though could not understand how that much force could have been against the catheter. She quickly secured the distal end of the catheter that was still in situ until a lip could be contacted for further direction on discontinuing PICC versus replacing. PICC was discontinued and infant was continued on po feeds. Catheter had been expected to be dc'd within 24-48 hours. There were no complications with the pt.

Manufacturer narrative:
Results of a device evaluation will be filed in supplemental when sample is received.